Event description:
It was reported the patient was feeling a shocking/jolting sensation. It was reported the patient lives 2.5 miles from 40 wind turbines and can ¿feel the wind turbines when at home.¿ it was reported the patient feels a ¿shock zap zappy¿ when they are at home but not when they are anywhere else. It was reported the patient suspects the wind turbines are causing the problem. It was reported once the patient is 13 miles away from turbines they can turn up the implantable neurostimulator (ins) with no issues. It was reported that reprogramming had been requested but had not yet occurred.

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # v638051, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v828947, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v817204, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v638051, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).